Event description:
Olympus received a medwatch report, which stated, "during the dissection of the uterus with the thunderbeat olympus device, the device stopped working and an error appeared on the generator. The doctor and olympus rep requested a new handpiece be opened. The planned procedure was then performed uneventful. Pt appeared unaffected. After the procedure she was transported to pacu in stable condition. Rep instructed me that the pt should not be charged for the malfunctioned handpiece and that he would credit the department with a new one for free." Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report with no further details provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined.